Manufacturer narrative:
Product disposed by hospital and lot number not provided, thus cannot obtain expiration date and device manufacture date. Product disposed by hospital, thus unable to evaluate device. According to angioscore's instructions for use (IFU) for angiosculpt ptca scoring balloon catheter (ex), possible adverse effects of the procedure include, but are not limited to, the following: total occlusion of the treated coronary artery, coronary artery dissection or injury, no/slow reflow of treated vessel, emergency coronary artery bypass surgery (CABG) and emergency percutaneous coronary intervention.

Event description:
A 6fr jl 3.5 guide catheter, 300 cm prowaterx2, choice pt, whisper wire. The clinician attempted to cross a severe 90% fibrotic lesion in the lad. Pci was attempted with a 3.0 x 15 mm angiosculpt catheter. The balloon partially crossed the lesion and was inflated to nominal pressure of 8 atmospheres. During balloon withdrawal, there was a tangling of balloon and wire resulting in a loss of wire placement. Both the angiosculpt and wire were removed. Multiple attempts to recross the lesion with a choice pt and whisper wire resulted in a sub-intimal wire placement. The procedure was abandoned and an intra-aortic balloon pump was placed and the stable patient was sent for coronary arterial by-pass to the lad. According to the catheterization report: unsuccessful attempt to percutaneous revascularization resulted in a severe spiral dissection with vessel closure and an inability to recanalize to restore antegrade flow. The patient was prepared and sent for emergency bypass graft surgery. According to the operative report: in general, the operation proceeded smoothly and uneventfully.